Event description:
Supplemental follow-up report is being submitted due to the receipt of additional information on 11-feb-2021. Additional information as follows: 'patient had bleeding and pain post procedure. The patient got admitted in hospital one day later because of the severe pain. Patient had an increased heart rate and temperature. The patient then had surgical removal of haemorrhoids (haemorrhoidectomy) by dr jason winnett. The patient is stable on follow up 1 week later. Patient is male, 53 yrs old, weighs 93kgs. Patient has a pre- existing condition- cardiomegaly, bmi 36.6. The lot number of the device used was c1746397. Initial report details: patient ended up with serious bleeding. Initial correspondence from rep on the (B)(4). Rep received a complaint today (12 october 2020) regarding the shortshot saeed hemorrhoidal multi-band ligator with triview anoscope. The complaint came from hobson healthcare ¿ sydenham, but this hospital did not use the product. A nurse at hobson healthcare ¿ sydenham passed on this feedback to me from (B)(6) healthcare ¿ (B)(6) hospital who did use the product. The feedback is that the (B)(6) healthcare - (B)(6) site have had post procedural issues following use of the shortshot. One patient ended up with serious bleeding and another required hospital stay afterwards. Description- shortshot saeed hemorrhoidal multi-band ligator with triview anoscope. Initial complaint came from (B)(6) healthcare ¿ (B)(6) , but this hospital did not use the product. Cook rep was advised by a nurse from this establishment. Product used by (B)(6) hospital. (B)(6) site have had post procedural issues following use of the shortshot. Two issues with two separate patient. This file is capturing the patient that suffered bleeding following the use of shortshot, an additional file was created to capture the patient who required hospital stay.

Manufacturer narrative:
Component code (annex g): g07001 - part/component/sub-assembly term not applicable. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Final MDR being submitted due to the completion of the investigation on 27-aug-21.

Manufacturer narrative:
Device evaluation: the hmbl-4-tri devices of unknown lot numbers involved in this complaint were not available for evaluation. With the information provided, a document based investigation was conducted. Documents review including IFU review: as the hmbl-4-tri lot number is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution hmbl devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, ifu0030-7 which informs the user about the potential complications "potential complications associated with anoscopy include, but are not limited to: perforation, infection, haemorrhage. Potential complications associated with sedation include but are not limited to: allergic reaction to medication, hypotension, cardiac arrhythmia or arrest, respiratory depression or arrest. Potential complications associated with hemorrhoidal banding include but are not limited to: haemorrhage, fever, infection, pelvic sepsis, nausea, urinary retention, stricture formation and obstruction.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Root cause review a definitive root cause could not be determined from the available information. However there was no evidence of a failure reported associated with a device malfunction. A possible root cause could be attributed to patient pre-existing conditions. As per medical affairs " bleeding is one of the common aes of hmbl. This post procedural bleeding was likely related to device. I understand that there was no malfunction of the device, however, from a ra perspective shown as below, bleeding was still a complaint which was likely related to the device." Summary: complaint is confirmed based on customer testimony. According to the initial reporter, the patient suffered bleeding post procedure. It is unknown what the patient outcome was or if any additional procedures were required. Should this information become available, the file will be updated accordingly. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions

Event description:
Patient ended up with serious bleeding initial correspondence from rep on the (B)(4). Rep received a complaint today (12 october 2020) regarding the shortshot saeed hemorrhoidal multi-band ligator with triview anoscope. The complaint came from (B)(6), but this hospital did not use the product. A nurse at (B)(6) passed on this feedback to me from (B)(6) hospital who did use the product. The feedback is that the (B)(6) site have had post procedural issues following use of the shortshot. One patient ended up with serious bleeding and another required hospital stay afterwards. Description- shortshot saeed hemorrhoidal multi-band ligator with triview anoscope. Initial complaint came from (B)(6), but this hospital did not use the product. Cook rep was advised by a nurse from this establishment. Product used by (B)(6) hospital. (B)(6) site have had post procedural issues following use of the shortshot. Two issues with two separate patient. This file is capturing the patient that suffered bleeding following the use of shortshot, an additional file was created to capture the patient who required hospital stay.